Manufacturer narrative:
Additional information:patient identifier, date of event. Additional information was received indicating the event date and indicating that there was no patient involved in this event.

Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The reported event was not verified, as the pump was able to power up with no issue. The event log of the pump showed a number of power up issues. The rtc battery voltage was measured to be out of specification. This might cause the pump to have issue with power up. The rtc battery will be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-prizm® vip ambulatory infusion pump had no power in the battery. There was no reported serious injury to the patient.